Event description:
Customer reported device = 44 mg/dl with an undosed test strip. Customer stated the device memory displays an err. No treatment. A request was made for return product and replacement product was sent.